Event description:
Boston scientific received information that this lead was explanted due to a clinical observation of myopotentials. No adverse patient effects reported and the lead was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. Lab technicians confirmed two insulation abrasions through to the anode conductor coil on opposing sides of the lead, between 63 and 68mm from the terminal pin. Due to the location and type of abrasions, it appears that the abrasions were caused by lead-on-lead and lead-on-can contact within the pocket area. This type of damage is consistent with repeated stress over time. The reported myopotentials is likely the result of this observed lead body damage.